Event description:
It was reported that during a da vinci-assisted prostatectomy radical extraperitoneal without lymphadenectomy surgical procedure, the surgeon was unable to fire the monopolar energy. The customer noted a system prompt for error code m-b0. The customer received phone assistance from an intuitive surgical, inc. (Isi) technical service engineer (tse). The tse confirmed that there was a recognition issue between the monopolar instrument to the integrated electrical surgical unit (iesu) viodv generator. The reported event persisted after the customer changed the instrument, energy cable, connected to another monopolar port, and performed a power cycle. The surgeon decided to continue the procedure with the system as is. A second call made to the tse revealed that the iesu viodv generator would not recognize the monopolar instrument. The customer attempted to wiggle the energy cable, but the reported issue persisted. The customer was advised to use an external generator, replace the energy cable, and replace the instrument. A third call made to the tse revealed that the customer opted to use the ft10 generator instead of the iesu viodv generator for monopolar energy activation. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the site and no additional information was obtained regarding the reported event.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse identified an issue with the instrument energy cables. No issue with the iesu viodv generator was confirmed. The fse found that the monopolar output could not be conducted with the iesu viodv generator. The fse also discovered that the two monopolar cables that were used during the surgical procedure had an internal disconnection and judgement line. Fse was unable to reproduce the reported issue with the other cables kept in the hospital or with the test cables that were brought in. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation.